Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary pre-investigation statement: as reported the surgeon found that some proximal locking screws had been back-out. Unfortunately, the number of the screws which backed out is unknown. Therefore all possible affected screws will be investigated within this investigation. Investigation site: cq zuchwil, selected flow: functional ¿ migration/backout. Visual inspection: all returned screws were found in a used condition with mechanical damages, such as visible on their surface. Furthermore, all threaded shaft have marks of impaction. The screw recesses are intact. All features related to the reported complaint condition were reviewed and no other issues were identified functional test functional test for screw recesses was conducted at customer quality zuchwil with a corresponding demo screwdriver. It was possible to insert the screwdriver in each screw without any issue. Dimensional inspection a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review the manufacturing review, of all screws, shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material was used. Summary: the complaint condition of screw migration could be confirmed based on the provided x-rays. Based on the findings above no product design or manufacturing issues were observed that may have contributed to the complaint condition. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. It is likely that the migrated screws were not inserted aligned into the corresponding hole during insertion procedure. By this situation, the thread got inevitable damaged which has likely resulted in the malfunction of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot part: 412.107s, lot: 3l14073, manufacturing site: grenchen, release to warehouse date: 04. Feb. 2019, expiry date: 01. Jan. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product code: 412.118s, lot #: 6l12179, manufacturing site: grenchen, release to warehouse date: 03.oct. 2019, expiry date: 01. Sep. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product code: 412.118s, lot #: 2l74029, manufacturing site: grenchen, release to warehouse date: 24. Dec. 2018, expiry date: 01. Dec. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product code: 412.134s, lot #: 4l02700, manufacturing site: grenchen, release to warehouse date: 10. Apr. 2019, expiry date: 01. Apr. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product code: 412.136s, lot #: 6l13143, manufacturing site: grenchen, release to warehouse date: 08. Oct. 2019, expiry date: 01. Sep. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product code: 412.136s, lot #: 4l25992, manufacturing site: grenchen, release to warehouse date: 10 may 2019, expiry date: 01. May 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product code: 412.116, lot #: 3l00448, manufacturing site: grenchen, release to warehouse date: 22. Jan. 2019, expiry date: 01. Jan. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: locking trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for proximal humerus fracture. At the beginning of (B)(6) 2020, the surgeon found that some proximal locking screws had been back-out. The number of the screws which backed out is unknown. On (B)(6) 2020, the patient underwent total shoulder arthroplasty surgery as the secondary fixation. The patient will take the rehabilitation. No further information is available. Concomitant devices reported: philos 3.5 3ho ti (part # 441.901s, lot # unknown, quantity # 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).